Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "tingling, burning, swelling, rash, tooth/sinus ache and headache" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labelling for the reported events of tingling, edema, headache, pain and rash: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Patient reports within 24 hours of injection to the nasolabial folds and cheeks (right cheek more than left cheek) with juvederm ultra xc they developed tingling, burning, swelling at the injection sites and the face, forehead, neck, and rash on and off all over the body including the injection sites. Patient also developed a tooth/sinus ache that has reduced and a headache that has resolved. Patient was treated by injecting physician with antibiotic and antihistamine. Symptoms are ongoing.